Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device; trial began (B)(6) 2017. Patient states when she increases stimulation she is in pain and was advised to keep on comfortable level and stimulation should never be painful or uncomfortable. The patient also mentioned voiding "a lot" since evaluation started. Patient cannot feel stimulation and when she increases stimulation it causes her pain. Advised to stay at comfortable level. On (B)(6) pt states that she has a uti (urinary tract infection) and was on the way to the doctor's office in a little bit; she's not feeling the best. Patient hasn't been able to completely empty on her own but that's the reason patient has the evaluation to begin with. The patient had a program change today at the time of the call. On (B)(6) the patient feels she's still not emptying her bladder very well. On (B)(6) patient again had pain; they increased stim too high and too fast therefore feeling discomfort; patient was assisted in decreasing the stim to a comfortable level. No further complications were reported or are anticipated.